Event description:
The customer and mother reported that the customer was hospitalized for low blood glucose levels. The mother did not know the customer's blood glucose reading when he was admitted, but at the time of the call, it was 100 mg/dl. The mother stated that the customer went into some sort of shock due to the low blood glucose levels. The customer had changed the infusion set the day prior to the event, and was disconnected during the manual prime. Troubleshooting was performed, and the daily totals did not match with the bolus and basal rate delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.